Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebv0774 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (rebv0774) have been reported from the same (B)(6) facility.

Event description:
It was reported the catheter¿s valve worked during priming but when it was in place the valve leaked during flushing. This file is for third of four events reported.